Event description:
Overinfusion of a narcotic. The pt was recovering from gallbladder surgery and was receiving a pca infusion of dipidolar (2mg/ml) the rate was unreported. After 8 hours the pt became hypoxic, the pt was treated in the ICU and recovered with no incident related medical sequelae.